Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.